Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was fluid leakage from the patient's implantable cardioverter defibrillator pocket incision. The pocket was opened and revised and the device was put back in. The patient was stable.